Manufacturer narrative:
(B)(4). . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced transmitter not communicating with the pump. The customer reported adverse event. The event involved product(s) mmt-1780kl, mmt-332a, mmt-397a, mmt-7020a. Troubleshooting was performed. No product return is required for device mmt-1780kl, mmt-332a, mmt-397a, mmt-7020a.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08810 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 95.8 units of normal bolus was delivered on 08/09/2024 between 00:04:02.000 and 23:54:06.000. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Confirmed the pump communicated properly with a test guardian link transmitter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.